Event description:
It was reported that the atrial lead dislodged the day after implant. The physician was unable to revise the lead and it was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 4076 lead, implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found. However, the proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage.